Manufacturer narrative:
The insulin pump was received with cracked and bleeding glass on the lcd board. There were also minor scratches on the lcd window. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that there were cracks on the display window of the insulin pump. The customer's blood glucose at the time of incident is unknown. The insulin pump was returned for analysis and a replacement device was shipped to the customer.